Event description:
The facility reports the carers were preparing the pt to be transferred from her bed to the chair. The sling was placed behind the pt and she was then raised and turned 90 degrees from the bed towards the right for postioning in the chair. One carer stood on the side of the lift while the other maneuvered the lift towards the chair. At a height of approx 36 inches, one of the carers pushed down on the positioning has and, as the pt was in an almost fully seated position, the sling clip broke, and the pt fell backward towards to left. The staff were unsure as to whether the pt hit her head on the chair or directly on the floor. However, the pt's legs remained in the sling with the pt suspended upside-down. The staff quickly lowered the pt. The pt sustained a laceration to the head.

Event description:
The facility reports the carers were preparing the pt to be transferred from their bed to the chair. The sling was placed behind the pt from the bed towards the right for positioning in the chair. One carer stood to the side of the lift while the other maneuvered the lift towards the chair. At a height of approximately 36 inches, one of the carers pushed down on the positioning bar and, as the pt was in an almost fully seated position, the sling clip broke, and the pt fell backwards towards the left. The staff were unsure as to whether the pt hit their head on the chair or directly on the floor. However, the pt's leg remained in the sling with the pt suspended upside-down. The staff quickly lowered the pt. The pt sustained a laceration to the head.